Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), menorrhagia ("prolonged menses"), device expulsion ("migration of essure device ¿ uterus"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("severe abdominal pain") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular menstruation. Concomitant products included oxycodone. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 30 days after insertion of essure, the patient experienced device expulsion (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("severe menstrual pain") and headache ("migraines/headaches"). In (B)(6) 2009, the patient experienced migraine ("migraine headaches"), abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("severe back pain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery (laparoscopic hysterectomy, bilateral salpingectomy cystoscopy), surgery (ablation) and surgery (a partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, uterine haemorrhage and headache outcome was unknown and the menorrhagia, migraine, genital haemorrhage, vaginal haemorrhage, abdominal pain, dysmenorrhoea, menstrual disorder and back pain had resolved. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, uterine haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient had a successful essure device placed in left fallopian tube was unsuccessful for right side due to tissue and polyp. Upon information and belief, beginning sometime after her hsg test, plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Operative hysteroscopy with polypectomy, dilatation and curettage as well as essure device placement in right fallopian tube. Discrepancy noted in essue insertion date. (B)(6) 2009 & (B)(6) 2009. Diagnostic results: (B)(6) 2009, hysterosalpingogram was performed.: left tube blocked. Right coil lost. Located, and implanted new coil sono showed a walled-off area of fluid in the uterus. 2011: surgical pathology report: diagnosis: uterus, cervix, and bilateral fallopian tubes, excision: cervix: benign nabothian cysts. Endometrium: benign endometrium. Myometrium: adenomyosis, multiple benign leiomyoma. Bilateral fallopian tubes: no pathologic diagnosis. Most recent follow-up information incorporated above includes: on 5-mar-2018: plaintiff fact sheet & medical record received. Events vaginal bleeding, headaches & partial expulsion & perforation (uterus) pelvic pain are added. Concomitant, historical conditions & drugs are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), migraine ("migraine headaches") and menorrhagia ("prolonged menses"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery (a partial hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain, migraine and menorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia, menstrual disorder and migraine to be related to essure. The reporter commented: upon information and belief, beginning sometime after her hsg test, plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results: (B)(6) 2009, hysterosalpingogram was performed. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.